Event description:
The patient and their wife reported that the patient's blood glucose (bg) level rose over 400 mg/dl, while wearing the pod between 24 and 36 hours. The patient reported when the pod was initially applied, their bg levels were between 97 mg/dl to 130 mg/dl. They reported eating a pizza and administering a correction bolus. However, their bg levels rose to 370 mg/dl. Then about an hour later, their bg levels rose over 400 mg/dl. The patient reported removing the pod. The patient's wife reported the pod was becoming loose from the infusion site (arm), causing the cannula to dislodge. She reported the patient has hair in this area, but did not shave the hair off prior to applying the pod. The wife reported when the pod was removed, they noticed it had been leaking insulin. The patient successfully applied a new pod and resumed treatment. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l. Cgm sensor type: unspecified. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.